Event description:
It was reported the customer was experiencing ongoing issues with air bubbles in the reservoir. Bubbles are about 10 cm in length. Problem persisted after changing pump, insulin, and infusion set. Insulin is stored in room temperature. Customer does not rewind the device in place. Uses fill cannula function to prime away air bubbles. Customer was advised to store the device in a position where air bubbles will not form. Customer will reach out to doctor to find other techniques in filling the reservoir. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.